Manufacturer narrative:
(B)(4). Visual inspection found eschar in and around the jaws. The customer's report that device was difficult/impossible to open was confirmed. Functional testing found that the trigger was jammed and the blade could not be advanced back into the jaws which prevented the jaws from opening. Investigative personnel forced the jaws open and found that the knife blade was damaged with the tip part of it missing. The investigation identified the root cause of the reported event to be the user inadvertently activating the knife on a hard object, such as a staple.

Event description:
The customer initially reported that after several uses, the device was unable to be opened. The device was not on tissue at the time. Another device was used to complete the procedure. No patient injury. Upon receipt of the device, visual inspection noted that a portion of the knife blade was missing. The site was contacted and they stated that the knife had not fallen into the patient cavity and may have been lost during packaging.